Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a procedure unrelated to the lead, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was capped and replaced. Patient condition was good at the end of the procedure.